Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the pulsing was from the stimulator. Patient reported they still had no bowel control and they thought that was the purpose of their unit. No further complications reported.

Event description:
Information was received from a consumer who was implanted for fecal incontinence and gastrointestinal/pelvic floor. It was indicated that the patient experienced a loss or change in therapy. The patient reported that a healthcare professional (hcp) recommended they make a program change because it was not controlling the patient's bowels. The patient noted that they felt stimulation in the correct area and were on program 2 at 1.8 v. The patient noted that they felt pulsing in their vagina on program 2. The patient switched to program 3 and increased stimulation from 0 v to 1.7 v. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were still having difficulty with bowel control. The patient stated that stimulation was not tolerable to go any higher than 2.6 on program 3. The patient noted that they were getting a low battery screen when using the patient programmer (pp) and that they did not have any batteries to replace them with. The patient was able to bypass the screen and changed to program 4. No further complications were reported or were expected.